Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the patient stated that they were implanted (B)(6) 2026. The patient mentioned that they needed to get a hold of a rep. The patient stated that they did not know what type of external devices they had and mentioned that the rep was supposed to adjust their therapy. The patient also would like to get a printed manual. The agent reviewed the role of the rep. The agent confirmed what implant they had for manuals, the patient application was showing interstim. The agent connected the call to a trained specialist to continue. The patient stated they were not experiencing any fecal incontinence, but they were experiencing constipation as well as urinary leakage and they were soiling their clothes due to not making it to the bathroom in time. The patient mentioned that they could feel stimulation, but they were uncomfortable in general because they just had the implant surgery. The agent reviewed considerations for therapy optimization. The patient connected to the device and confirmed therapy was on. The patient increased the amplitude and confirmed stimulation felt comfortable. The patient will maintain stimulation level and continue to monitor symptoms. The patient was advised to contact their doctor regarding their request to speak with the rep. Additional information was received from the patient on 2026-jun-11. They reported that the therapy didn't seem to be working. The patient was having urinary incontinence, peed on depends, peed on the floor, and peed on pants. The therapy hadn't worked since implant. The patient talked to the manufacturer representative (rep) a couple times. The first time the rep was informed was the first week they got implanted over the phone. Every time the patient talked to the rep they had them increase the amplitude. The patient had not had a post operative appointment with the doctor. The agent walked the caller through connecting the handset and communicator to the stimulator. The patient was not able to connect because they either created a new my therapy application or they moved it when they would tap on the application to open the application. The patient had raynaud's disease and was having difficulty getting the handset to respond to their tapping on the screen. They conferenced on hcit (health care it). They were finally able to get the patient to connect to their settings. The agent had the patient rub their fingers together to create warmth in fingers. The patient was on 2.7ma and they had no program listed. The patient only had the current program they were on. The patient increased the stimulation on the call. They were not able to feel the stimulation. The patient was going to monitor their symptoms. The agent suggested patient follow up with their healthcare provider (hcp). Additional information was received from a manufacturer representative (rep) on 2026-jun-15. It was reported by hcit that the patient had a condition where it made it difficult for them to open apps. They closed all apps, relaunched therapy, and ensured that the communicator was connecting to the handset. The application backed out to the home screen. They relaunched the application. They stated that the app closed randomly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.